Manufacturer narrative:
Reliability analysis not required due to received sealed sensors expired on 01/13/2015. However, testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported that he passed out on his boat for over five hours due to a low blood glucose reading of 38 mg/dl. The sensor had read 140 mg/dl. Customer treated with energy bars. Nothing further was reported.